Event description:
Heparin was hung, 250cc equal to 2500 units, and the rate set to 9ml/hr. An overinfusion occurred (amount unknown). A medication was administered to counteract the effects of the heparin. The patient is now fine. The pump was not provided to alaris for investigation. Tesing showed that rate accuracy was within specifications. Examination of the IV set showed 3 crush marks on the collar of the upper set fitment. These findings are consistent with a set misload. The event logs were reviewed and no programming errors seen. Root cause of the overinfusion appears to be user error.